Manufacturer narrative:
The blade allegedly involved in this issue was returned for evaluation, it was visually confirmed, there was a breakage on one tab on the mount of the blade. Any features on the blade mount, identified as part of this investigation were measured and found to meet specifications. The root cause has not been determined.

Event description:
It was reported that during a total knee arthroplasty procedure, one blade broke at the mount. It was also reported that no pieces were left behind in the patient and no additional medication was required. It was further reported that another blade was available to successfully complete the procedure.